Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial:(B)(4), batch: 14716639.

Event description:
It was reported that patient underwent a system explant procedure due to inadequate pain relief. The explanted devices were not returned.